Event description:
I was reported buy the provider that the pc board has a short circuit. Per independent repair center, the unit is alarming or red light. The pc board has a short circuit and the zpoppeit kit valve is not shifting. The ty wraps tubing leaks. No report of patient injury, no additional information provided.